Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# va0l5am033, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, lot# va0hqhd012, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having problems charging and couldn¿t get more than two bars since implant. The battery was palpated and the manufacturer¿s representative (rep) thought it might have been flipped. An x-ray was taken which showed the leads were coming off to the left and the device was confirmed flipped. It was noted that surgical action would be taken in the future to correct the problem but the patient wanted to wait a few months as she was still able to recharge, and only needed to every three weeks or so, but it took a long time; there was no date set at this time. The patient was still receiving effective therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.